Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device has a ripped downstream occlusion (dso) sensor. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal had normal wear, and the upstream occlusion (uso) seal was buckling. The event history log was reviewed and no errors were found. Service history identified the complaint was not related to a previous service of the device within the review period. Analysis states the customer complaint of ripped dso was confirmed through visual inspection. The dso and uso seals were replaced.